Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was part of a clinical study and passed away. The only information that was provided was that the patient died at an outlying facility. The clinical study site was unable to obtain any additional records other than the death certificate. The death certificate listed cardiac arrest as the immediate cause of death with an underlying cause of: implanted defibrillator and malfunction of pacemaker. The device was not returned. The field representative was contacted the patient's following clinic and they were not aware of the patient's death.